Event description:
This customer reported that they could not see the pads view for a portion of the event.

Manufacturer narrative:
This customer reported that they could not see the pads view for a portion of the event. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A f-u report will be submitted upon completion.